Event description:
When the insufflation tubing was inserted into the stryker insufflation generator an audible air leaking was noted. The clear gas tubing was slightly ajar from the grey housing; this rn was in a case earlier where the exact noise/circumstance occurred. The remedy for both rns was to firmly insert the clear tubing further within the grey housing and that eliminated the noise. The doctor felt the insufflation was continuing even though the generator and its readings were accurate and the machine was giving too much (causing it to error/alarm). The patient became bradycardic with a heart rate of 22, gas stopped, the mda was called and pharmacological intervention was given with good result. Another insufflation generator was obtained and staff resumed the case with the non-heated version of the pneumosure. The doctor reused the prior used heated tubing with the new generator, with a good result. No lasting harm came to the patient and the procedure was completed as planned. The machine was inspected by biomed with no issues found and the tubing was sent to clinical engineering. The tubing will be returned to the manufacturer for failure analysis. Manufacturer response for insufflator, laparoscopic, pneumosure (per site reporter). The device will be returned for failure analysis. Any correspondence will be shared with medsun.